Event description:
It was reported that pump displayed cartridge change error while customer used pump cartridges, but pump serial number was not confirmed and customer stated issue was already resolved. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with technical support at time of call, and no additional corrective actions or further outcome details were received.